Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic region'), endometriosis ('endometriosis') and uterine leiomyoma ('fibroids') in a 31-year-old female patient who had essure (batch no. 919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2007 to (B)(6) 2012. Concomitant products included celecoxib (celexa) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain: lower back"), abdominal pain ("pain: abdominal pain") and pain ("aches"). The patient was treated with surgery (B)(6) 2016, hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia, back pain and abdominal pain had resolved and the endometriosis, uterine leiomyoma, headache, dyspareunia, weight increased and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, pain, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Right tube - 4 coils in the cavity left tube - 5 coils in the cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number: 919033 manufacturing date:2011/11, expiration date:2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic region'), endometriosis ('endometriosis') and uterine leiomyoma ('fibroids') in a 31-year-old female patient who had essure (batch no. 919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2007 to (B)(6) 2012. Concomitant products included celecoxib (celexa) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain: lower back"), abdominal pain ("pain: abdominal pain") and pain ("aches"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia, back pain and abdominal pain had resolved and the endometriosis, uterine leiomyoma, headache, dyspareunia, weight increased and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, pain, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Right tube - 4 coils in the cavity. Left tube - 5 coils in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jan-2020: medical records received: lot no. Was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic region'), endometriosis ('endometriosis') and uterine leiomyoma ('fibroids') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2007 to march 2012. Concomitant products included celecoxib (celexa) since 2007. In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient was found to have weight increased ("weight gain"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain: lower back"), abdominal pain ("pain: abdominal pain") and pain ("aches"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia, back pain and abdominal pain had resolved and the endometriosis, uterine leiomyoma, headache, dyspareunia, weight increased and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, pain, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Event added: aches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic region'), endometriosis ('endometriosis') and uterine leiomyoma ('fibroids') in a 31-year-old female patient who had essure (batch no. 919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2007 to (B)(6) 2012. Concomitant products included celecoxib (celexa) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain: lower back"), abdominal pain ("pain: abdominal pain"), pain ("aches") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia, back pain and abdominal pain had resolved and the endometriosis, uterine leiomyoma, headache, dyspareunia, weight increased, pain and depression outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, pain, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Right tube - 4 coils in the cavity. Left tube - 5 coils in the date(s) of insertion: (B)(6) 2012 (as per pfs) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number: 919033 manufacturing date: 2011/11 expiration date:2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received. New event 'psychological or psychiatric problems condition: depression' was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic region'), endometriosis ('endometriosis') and uterine leiomyoma ('fibroids') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2007 to (B)(6) 2012. Concomitant products included celecoxib (celexa) since 2007. In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain: lower back") and abdominal pain ("pain: abdominal pain"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia, back pain and abdominal pain had resolved and the endometriosis, uterine leiomyoma, headache, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) -2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet received. This case is incident. Previously reported event injury was updated to more specified events ¿pain: pelvic region, migraine, headache, endometriosis, fibroids, dysmenorrhea (cramping), painful sexual intercourse), weight gain, hair loss, pain: lower back, pain: abdominal pain¿ were added. Reporter, demographics, essure removal date, historical medication, lab data, and concomitant medication were added. Events pelvic pain, back pain, abdominal pain, dysmenorrhea (cramping), migraines and hair loss¿ outcome was updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.